Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, several high voltage shocks were delivered to the patient inappropriately. A device exchange is anticipated and the patient was in stable condition and did not experience any adverse consequences.